Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter is currently evaluating this device. A supplemental report will be submitted when the device evaluation is complete.

Event description:
It was reported that a device alarmed for a system error 105. There was no pt involvement.